Manufacturer narrative:
The event occurred at (B)(6). The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the reported embolic stroke and a correlation to the device could not be conclusively determined as the patient remains ongoing on vad support. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 month post-implant, the patient experienced a neurological disorder. A CT scan indicated an embolism on the right hemisphere. The patient experienced a stroke and had nausea. The patient was on warfarin and aspirin at the time of the event. It was reported that the cause of the neurological disorder was unknown.